Event description:
Vanish point syringe did not retract as it is supposed to after giving an am insulin injection. The patient's arm tissue seemed hard to the touch. The nurse administered the insulin on the patio area and did not have a sharps container. The nurse reports that they didn't think to retract the needle after they removed it from the patient's arm and did not want to be walking a distance to the med room with an exposed needle so it was recapped.